Manufacturer narrative:
Clinical evaluation performed by medacta clinical affairs manager: a revision surgery was performed approximately one year after the implantation of a tha. The reported reason for the revision was inadequate osseointegration secondary to a chronic infection. This diagnosis was made by the surgeon based on scintigraphic findings. The available x-ray images confirm prosthetic loosening, particularly on the femoral stem side, evidenced by radiolucent lines and signs of bone remodeling. Late periprosthetic infection is a well-documented potential complication following surgery and is described and quantified in the scientific literature. Based on the information currently available, there is no indication that the failure is related to a defect or malfunction of the implanted devices. Batch review performed on 29 july 2025: ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot. 2403638: (B)(4) items manufactured and released on 27 feb 2024. Expiration date: 11-feb-2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: versafitcup cc 01.26.45.0050 versafutcup cc trio (k103352) lot. 2344673: (B)(4) items manufactured and released on 09 jan 2024. Expiration date: 16-dec-2028. No anomalies were found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Stem: amistem p 01.18.403 amistem-p std. Size 3 (k173794) lot. 2346809: (B)(4) items manufactured and released on 21 march 2024. Expiration date: 04-mar-2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Not registered in the USA liner: versafitcup cc trio 01.29.413 ceramic liner e head 36 lot. 2346031: (B)(4) items manufactured and released on 21 dec 2023. Expiration date: 04-dec-2028. No anomalies were found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year and 2 months after the primary surgery, the patient presented with healing issues. A scintigraphy revealed a defect in the osseointegration of the femoral pivot. The surgeon decided to replace the prosthesis, considering the case to be a chronic infection, confirmed by the samples.

Manufacturer narrative:
Visual inspection performed by r&d department/ visual inspection performed on 26 august 2025. The shell appeared without any visible defect that could be related to the event. Some fibrotic tissue was present on the dome and on the macrostructures, probably indicating good osseointegration. The liner and head were intact, without any sign of damage, but only few signs of usage and related to implant removal; finally, a good articulation remains between the two components. From the visual inspection, it is not possible to determine the route cause of the event. Updated fields: h11.